Event description:
It was reported that during a routine visit it was found that the device has malfunctioned. Testing was carried out again in (B) (6) 2009 which confirmed the results. The patient's mother reported that her son was involved in a car accident (B) (6), however nothing happened to him.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.